Event description:
Hose leaking at connection and button sticking old version co2 console, multi tip ll100 w/tc and old style tip. Connect stuck on. Hose kinking at gun and console. Tc damaged at inlet tube tip. Repair order (B)(4). 1216677-2021-00308 wa4000 20- co2 conn 900509-5 e-complaint (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples . Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi in 1994. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97421, this unit was at csi on 11/23/2021. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Was the complaint confirmed? Yes. Root cause: given the age of the device and the damage noted this complaint condition is being attributed to wear and tear. Correction and/or corrective action: the customer elected to have the unit returned "as-is" as a repair was not feasible on such a dated device. The customer was informed of the equivalent device available for purchase. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Hose leaking at connection and button sticking. Old version co2 console, multi tip ll100 w/tc and old style tip. Connect stuck on. Hose kinking at gun and console. Tc damaged at inlet tube tip. Repair order (B)(4). Wa4000 20- co2 conn 900509-5. E-complaint- (B)(4).